Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited oversensing during attempted implant and had to be repositioned several times. It was noted that the patient was in an atrial arrhythmia during implant. After placement of the lead and acceptable measurements were obtained while connected to a pacing system analyzer (psa), the lead was then connected to the device header. Upon connection of the lead to the device header, high out of range pacing impedance measurements greater than 2,000 ohms were observed. The lead was disconnected from the device and then reconnected, however, measurements remained greater than 2,000 ohms. The lead was again disconnected from the device and reconnected to the psa where high out of range pacing impedance measurements continued to be observed. The physician decided to explant the lead and implant a new lead. The helix was turned to be retracted, however, was observed under fluoroscopy to not have fully retracted. After removal from the anatomy, visual observation also noted the helix did not fully retract. A new lead was successfully implanted. No adverse patient effects were reported.